Manufacturer narrative:
The lead was successfully repositioned and remains implanted and in service. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a routine clinical follow-up, loss of capture and undersensing were exhibited with this right atrial lead via electrogram review. While no adverse patient effects were reported, the physician elected to intervene and reposition the product.